Event description:
The patient was enrolled in the (B)(6) study in (B)(6) 2019. It was reported that left bundle branch block (lbbb) and type-I 2nd degree arteriovenous (av) block occurred. The subject was on a prior regimen of antiplatelet other than aspirin at the time of the index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) followed by deployment of a 25 mm lotus edge valve. Post dilatation was not performed. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve implantation, the subject developed lbbb. 1 day post index procedure, the subject developed type-I 2nd degree av block. Of note, no conduction disturbances were noted post bav. At the time of reporting, the events were not recovered/ not resolved. 5 days post index procedure, the subject was noted with left groin pseudoaneurysm. Ultrasound was performed as a diagnostic procedure. No action was taken to treat the event and the vascular surgeon consultation was recommended. At the time of reporting, the event was considered recovered/ resolved.